Event description:
New information received noted that the patient received the implantable cardioverter defibrillator on (B)(6) 2013 to treat cardiac issues. Also, the patient underwent a replacement of the device on (B)(6) 2016 due to premature battery depletion.

Manufacturer narrative:
Additional information: b1, b5, h6.

Manufacturer narrative:
(B)(4). A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.